Event description:
It was reported that a user experienced hyperglycemia after dinner while using the ilet, with two dinner announcements entered and a recent supply change using an inset teflon infusion set; the user reported no leaking and was advised to allow the pump to correct given the short duration since the last action or to change supplies, and the user proceeded to change supplies while glucose trended downward. Symptoms included elevated blood glucose. Outcomes included self-management at home without medical intervention. Investigation included user troubleshooting and education by support. Investigation of this case revealed no confirmed device malfunction, with cause unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.